Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2009.

Event description:
It was reported that there some stored monitored ventricular tachycardia (vt) episodes with atrial undersensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.